Manufacturer narrative:
Insulin pump passed displacement test and basic occlusion test. However, insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Insulin pump received with minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer stated his doctor wanted the device replaced due to continues no delivery alarms. Doctor confirmed was not getting any alarms and the drive support cap was in place. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.